Event description:
Baxter (B)(4) received a report that a spike was broken while connecting to a yume set. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Baxter received one used set (no titanium adapter returned) into the lab in reference to cracked/broken. The set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The reported condition was confirmed in the lab. The root cause was undetermined.